Event description:
The customer reported her blood glucose reached "high" (>500 mg/dl) less than 24 hours after the pod was activated. She decided to remove the pod and noticed the needle never retracted back into the pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure (to retract), to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.